Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of bilateral explant surgery was (B)(6) 2021, and the devices were discarded. Patient's demographic information was also provided. Hence, following fields have been updated on this form: - patient's demographic information has been updated under section a of this form - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device discarded" the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: left breast pain this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, mentor became aware that patient also experienced bilateral cancer. Hence, clinical code has been added accordingly to field h6, and is life threatening under field a2 has been checked on this form. Reason for device explant and/or reoperation: left cancer, and breast pain. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a female patient underwent unspecified breast reconstruction surgery with 600cc mentor memorygel breast implant on both sides and experienced bilateral breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.